Event description:
It was reported the unit is experiencing a power issue. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device issued a battery error. The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the battery error was the battery being defective. The customer replaced the battery and the device was returned to full functionality. The battery was not available for further investigation. Based on the information available, the cause of the reported problem was a defective battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the battery and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.